Manufacturer narrative:
The reported issue of corroded iui connectors on (4) pcus and (4) pump modules was not confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. Device history record for pump module (B)(4) shows device was manufactured on 10 february 2015. A review of the device history record from the date of manufacture to present indicates that the device has no records of prior service history and there were no qn¿s found associated to this device. A review of the device history record in sap for (B)(4)was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported corroded iui connectors. There was no patient involvement.